Event description:
It was reported that the patient presented in clinic for a device follow-up. Device interrogation and visual examination revealed that the left ventricular (lv) lead exhibited loss of capture and phrenic nerve stimulation resulted in patient's discomfort on all lv vectors. The patient was subsequently brought into the hospital for a lv lead revision. Prior to procedure, the right atrial (ra) lead was noted to exhibit increased threshold. Both the lv & ra leads were explanted and replaced. The patient was in stable condition.